Event description:
The intended procedure was a therapeutic laparoscopy.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported event occurred due to incorrect reprocessing in combination with wear and tear. In addition, the following non-reportable malfunctions were found during the device evaluation: overload safety device was deformed and the shaft insulation at the proximal end was damaged. (B)(6) has been opened for the shaft "hiq+", bipolar, 5 x 330 mm, isolated (wa60800c). (B)(6) has been opened for the handle "hiq+", ergo, bipolar (wa60101c). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the handle on his olympus bioplar hiq jaws broke during a procedure and the device began producing a burning smell. According to the initial reporter, the procedure was delayed approximately 5-minutes while a new device was exchanged. Once the device was replaced, the procedure was continued without any report of patient harm or other device failures.